Manufacturer narrative:
A fujifilm field service engineer on site found no evidence that the brush part was still in the scope. The scope was sent to a fujifilm repair center for inspection -- there were no defects/malfunctions observed during the inspection. Although the cause of the incident is tied to the use of an un-approved brush, this incident is being considered reportable by fujifilm in an abundance of caution.

Event description:
A medline brush (not validated or recommended for use with fujifilm scopes) was used to clean a fujifilm gastroscope model eg-600wr v2. Part of this brush broke during the cleaning process. The customer is not certain if the broken brush part had gotten stuck in the scope or was flushed out of the scope. No evidence of the broken brush part was found after subsequent reprocessing cycles. The scope was used on other patients, with no reports of infection. About a week later, the customer informed fujiflim that the brush had been found; however, the customer refused to send in the brush. Fujifilm was informed that the specific medline brush model was currently being recalled by the manufacturer.